Event description:
It was reported that the patient's left ventricular (lv) lead had failed to capture and exhibited abrupt increase of pacing impedance. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.